Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:01:10. During night drain cycle one, the patient's ultrafiltration reading was 2206ml, indicating the home patient (hp) drained 2206ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A catalog number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2206 ml during therapy initiated on (B)(6) 2012 at 1:01:10, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the user bypassed the initial drain on (B)(6) 2012 at 1:01:47 and also bypassed cycle 1 fill on (B)(6) 2012 at 1:02:35. The user then did a normal drain during cycle 1 with an actual drain of 2204 ml on (B)(6) 2012 at 1:15:50. The actual drain volume of 2204 ml is 100.2% of the largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.